Event description:
It was reported that the patient presented with increased capture threshold exhibited on the right ventricular leadless pacemaker. Programming changes were made. Patient condition was stable.